Manufacturer narrative:
Manufacturer/ product details of left ventricular assist device (lvad) is unknown.

Event description:
It was reported that ventricular oversensing was observed on the implantable cardioverter defibrillator (ICD). The patient received a left ventricular assist device (lvad) which would cause intermittent oversensing on the ICD. The device was being monitored. The patient was stable.